Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Clinic notes dated (B)(6) 2013 note that one of the lead wires is broken. It was noted that the patient has already seen the surgeon regarding this and that replacing the vns is being considered. It is unknown whether or not any patient manipulation or trauma is believed to have caused or contributed to the lead break. Attempts to obtain additional relevant information has been unsuccessful to date.